Event description:
It was reported that the burr became stuck in lesion. Also, the burr became stuck on wire. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery (lad). A 2.00mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). During the procedure, at the first ablation, the rpm dropped by 5,000. The entry point was slightly ablated, and on the second attempt, further ablation was performed deeper, but the device got pulled into the calcified lesion and became stuck. With forceful pulling, it was retrieved. The wire had lodged into the tip and came out together. The entrapment was strong, and it could not be removed outside the body, so reuse was abandoned. Both the catheter and wire were replaced to continue. The new ones were used without any issues. Both the wire and the burr were completely removed from the patient's body completely by pulling with a little force and the procedure was completed with another of the same device. No complications were reported.